Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting recoverable faults on arm 4. It was stated they are getting 23105/23105 errors and when they press recover fault the error immediately returned. The technical support engineer (tse) viewed system logs and confirmed the 23103/23105/23072 errors on set up joint (suj)4 flex. Tse recommended a system reboot, disabling arm 4 and continuing with arms 1-2-3, or swapping to another patient side cart (psc). There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The fse also replaced the set up joint (suj) 4 flex. The system was tested and verified as ready for use. The usm was returned, and the reported issue was confirmed but not replicated. The usm was tested on an in-house system in normal mode where it passed with no related errors. Also, it was tested on a patient side cart fixture test platform (pftp) where it passed all required tests. During further investigation, it was determined that errors 23072, 23103 and 23105 are pointing to the suj. Additionally, the suj was returned for failure analysis and the reported faults were confirmed and replicated. The fse had stated there were 23103 and 23105 encoder errors occurring and both errors we confirmed in system log. Upon receiving the device, fa had noticed major damage and exposed wiring on the flex joint harness cable assembly.